Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: at 25.7 mmol/l, 9.2 mmol/l, and 12.5 mmol/l. At 8.7 mmol/l, 17.1 mmol/l, and 25.5 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.